Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. Updated d4 model/catalog number to 8884721088e. Updated d4 unique identifier to (B)(4).

Event description:
The customer reported they had an enteral feeding tube with a dysfunctional tustine tip. Per additional information received the device was occluded. The medical device was replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.